Event description:
Bariatric female patient on a skytron 6600 surgical table with accessory split leg fell during a lap band procedure at (b)(6 medical.

Manufacturer narrative:
Skytron traveled to (B)(6) medical center to inspect the condition of a surgical table and accessories involved in a patient incident on (B)(6) 2009. Upon arrival, we entered a room outside of the operating room that had the table and accessories set up as they had been during case. This consisted of: a 6600b surgical table, universal split leg, pelvic tilt seat, and foot rests. The foot rests did not have pads but foam taped to them, the table and other accessories all had pads but the table pad was from a 3500 skytron surgical table not a 6600b. The patient right universal split leg was not attached to the table and was sitting on the table pads. It was explained to skytron that the patient's right universal split leg had become disengaged from the pelvic tilt seat during the case. The table was in full or near full reverse trendelenburg (30 degrees) with the pelvic tilt seat in line with the table top. A velcro strap was holding the patient's leg to the universal split leg which when released from the table pulled the patient onto the floor. This setup is unusual because the pelvic tilt seat was not used as a seat as in-serviced, but, as an extension staying parallel to the table top. The patient's weight is then entirely being held by straps and foot boards. The patient's weight was described as being over (B)(6) which exceeds the weight limit of the accessories which were used. The warning label on the pelvic tilt seat showing a (B)(4) max patient weight was shown to the staff. Skytron explained alternative setups that would be more efficient and safe. Skytron checked the table over for any serviceable issues: the patient left seat section side rail was found to be loose and tightened, the pendant control hook had fallen off during the inspection, and it was determined that it needed to be replaced because of this and the condition of the torn cover. The pressure relief valve was re-adjusted to 80 kg/cm2. The slider and oil level was checked and determined to be o.k. The table was run to its extreme functions and knobs/levers were checked for proper function. Gravity stops were found to be operational as well. A leak of the tilt cylinder was found and skytron instructed the bio med rep from ge that the o-rings would need to be replaced. The table leg section and head section were not available; a search for them was unsuccessful. These two items were not checked. The table was found to exhibit some mechanical deficiencies as aforementioned. Skytron can only speculate that the incident may have been caused by improper attachment of the patient right side universal split leg to the pelvic tilt seat and during the case, it loosened and fell from the rail. The velcro straps holding the patient leg to the universal split leg which released from the pelvic tilt seat then pulled the patient onto the floor. The table and accessories were cleared for use by skytron. The bio med from ge requested the pendant control be replaced before the table was put back into service.